Event description:
It was reported that during use with three units of prismaflex st150 sets, external fluid leaks in the effluent line were observed. The extracorporeal blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection on one of the sets showed that the effluent pump segment was unglued from the support plate and there was lack of solvent. The reported condition was verified. The cause is manufacturing related and the operator has been retrained. The cause of the leak for the rest of the sets could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.